Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went through a security gate at a court 10 days ago and the ins was turned off by the gate. They went through a gate the day of the report and wanted to confirm the ins was functioning. The device was interrogated and confirmed it was on as intended. No patient complications were reported as a result of this event.